Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, health problems and rupture."

Event description:
Patient reports "pain, health problems and rupture". This record relates to right side. Device remains implanted.